Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the device seems larger than the previous device and there has been pain by the implant, as well as other problems. Follow-up with the physician's office was attempted to determine what the "other problems" were, but no information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.